Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that a loud beeping noise was coming from the uninterruptible power supply (ups). A siemens customer service engineer (cse) was dispatched to the customer site. After some initial troubleshooting steps, the cse replaced the ups. The cause of smoke being emitted from the dimension exl with lm was a malfunction of the ups. The instrument is performing to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the uninterruptible power supply (ups) on a dimension exl with lm system. The fire department was not contacted. There was no report of injury to staff, damage to property or impact to patients.